Event description:
During cardiopulmonary bypass, the device unexpectedly displayed a false air bubble alarm. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun but no conclusions drawn.